Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The electrode was returned severed at approximately 58 mm from the terminal pin, with two segments received. Visual inspection of the proximal segment noted setscrew marks in the correct location on the terminal pin, indicating the electrode was fully inserted into the device header. Continuity testing of both segments passed, indicating the conductors were intact. X-rays were performed and confirmed no fractures along the returned segments. Visual inspection also noted electrocautery damage to the insulation surface and tissue on the distal end of the shocking coil. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the noise, oversensing, and inappropriate shock therapy that were observed clinically.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system stored several untreated episodes showing oversensing. The device was programmed to the primary vector at the time. A review of device data by technical services showed noise in the untreated episodes were non-cardiac signals, consistent with a sense b node issue, caused by incomplete lead insertion, an impaired lead, or other impairment of the lead contact in the device header. Technical services recommended a high resolution x-ray to verify complete insertion of the terminal pin into the device header as well as additional troubleshooting to recreate the signals. It was noted the atrial fibrillation (af) episodes were appropriate and showed no noise artifact. The field representative reported that the sense vector was reprogrammed to secondary, as this vector does not use the sense b node. No adverse patient effects were reported. Additional information was received. It was reported that the patient implanted with this s-ICD system received inappropriate shock therapy. This electrode was explanted and replaced while the associated device remains implanted and in service with the new electrode. It was noted the terminal pin was cut off to aid in removal. No additional adverse patient effects were reported. The explanted electrode will be returned for laboratory analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system stored several untreated episodes showing oversensing. The device was programmed to the primary vector at the time. A review of device data by technical services showed noise in the untreated episodes were non-cardiac signals, consistent with a sense b node issue, caused by incomplete lead insertion, an impaired lead, or other impairment of the lead contact in the device header. Technical services recommended a high resolution x-ray to verify complete insertion of the terminal pin into the device header as well as additional troubleshooting to recreate the signals. It was noted the atrial fibrillation (af) episodes were appropriate and showed no noise artifact. The field representative reported that the sense vector was reprogrammed to secondary, as this vector does not use the sense b node. No adverse patient effects were reported.